Event description:
The customer was hospitalized for high bgs and dka. The customer reported that they had blood at the site with the last infusion set before being hospitalized. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Later the customer called back to perform the high-pressure test and the pump did not alarm.